Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle (rv) lead exhibited over-sensing noise. The rv lead was inactivated in a surgery procedure on (B)(6) 2023 and replaced with a leadless device. There were no patient consequences reported.